Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 1495ml, indicating the home patient (hp) drained 1495ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, not including the I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A review of the labeling for the product family will be performed. If additional relevant information is obtained, then a follow-up report will be submitted.